Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 456 mg/dl at the time of incident. Customer stated that insulin pump had stuck button alarm. Customer able to observe time clock for one minute to verify time advances. Customer did not provide any symptoms and treatment related to high blood glucose event. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert backup plan per health care professional instructions. The insulin pump will be returned for analysis.